Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported injecting 0.35ml of evolysse smooth into bilateral cheeks. Patient experienced "noticeable bump" that can be felt and seen. Hcp recommended massage of the bump. Then on (B)(6) 2025 the hcp injected the bump intradermally with hylenex. The patient's conditions is reported to have resolved.